Event description:
It was reported that the right ventricular lead exhibited oversensing noise. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a partial lead was returned in three pieces. Visual inspection found clavicular crush damage distal to the suture tie impression. An external insulation abrasion breaching the ring electrode cable lumen with one of the cable coatings also abraded distal to the suture tie impression consistent with friction with another device or feature of the patient¿s anatomy. Destructive analysis revealed that eight filars of inner coil were fractured, consistent with clavicular crush damage. Additionally, abrasion of the inner coil and ptfe liner was observed. Scanning electron microscopy confirmed fractures in all eight filars of the inner coil. The reported events were caused by exposure of the ring electrode cable at the abrasion site and inner coil fractures at the clavicular crush site.